Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped (abandoned) due to high (variable) pacing thresholds. A new lead was successfully implanted to complete the procedure. No additional adverse patient effects were reported. This lead remains implanted, and was electronically deactivated (capped).